Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No alarm was noted for a compromised force sensor system. The drive support disk was inspected and was found slightly loose. The insulin pump was received with a cracked case at the display window corners and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a compromised force sensor system alarm while attempting to rewind and prime his insulin pump. He also stated he was unable to exit the preparing to prime loop. The customer also reported insulin was squirting out during the manual prime. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was protruded. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.